Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the surgery, a piece of the jaw chipped off and had to be retrieved from the cavity with graspers. The piece that broke off was the grey part surrounding the metal jaws. Another device was opened to complete the surgery. No patient injury.